Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm. The type of alarm that was received was not identified. There was no reported impact to the customer's blood glucose level. The customer shut the pump off and reverted to using insulin injections to manage diabetes. The customer did not want to troubleshoot the alarm at the time tandem technical support was contacted.

Event description:
The customer had received a cartridge alarm 19.